Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that six bedside monitors (bsms) monitored by the central nurse's station (cns) disappeared from the cns screen. All six tiles were completely blank except for the bed and device ID. No patient harm or injury was reported. Investigation summary: communication loss is an alarm that displays on individual bed tiles on the cns to alert clinicians that the cns has lost communication with one or more patient-connected devices it is monitoring. These patient-connected devices could be a bedside device such as bsm-6000 series or a telemetry transmitter/receiver system such as the zm-500 series and org-9000a series. The cause for the communication issue is typically due to the bedside or the org receiver having been disconnected from the network. The cns continued to experience issues and was brought in for evaluation on ticket # (B)(4). Nihon kohden repair center (nk rc) evaluated the cns, but did not observe the issue with communication loss. The customer reported that the issue resolved after swapping out the reported unit with another but did not provide any other details. As such, the issue of communication loss is unlikely to be related to an nk device malfunction. Possible causes could be related to device set up or customer network related issues. Complaint history review of pu-681ra serial number (B)(6) reveal no additional complaints reporting of communication loss.

Event description:
The biomedical engineer (bme) reported that six bedside monitors (bsms) monitored by the central nurse's station (cns) disappeared from the cns screen. All six tiles were completely blank except for the bed and device ID. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that six bedside monitors (bsms) that were monitored by the central nurse's station (cns) disappeared off the cns. All six tiles are completely blank except for the bed and device ID. They were able to get most of the beds to return after performing a reboot of the cns. However, as they were confirming that the issue was resolved; all six beds once again disappeared after they went into the all beds screen. Nihon kohden technical support (tech support) confirmed with the customer that the cns and bsms have been rebooted multiple times. Tech support also confirmed that one of the bsms has been swapped out with a known functioning device. The network cables have also been swapped out, but the reported issue persists. Tech support then asked whether or not the bsms were able to be seen on the cns host table, and they confirmed that they were all present despite no data being displayed in their corresponding tiles. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The customer provided additional device information, but they did not provide patient information. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor. Model: bsm-6301a. Sn: (B)(4). Bedside monitor. Model: bsm-6301a. Sn: (B)(4). Bedside monitor. Model: bsm-6301a. Sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that six bedside monitors (bsms) that were monitored by the central nurse's station (cns) disappeared off the cns. All six tiles are completely blank except for the bed and device ID. They were able to get most of the beds to return after performing a reboot of the cns. However, as they were confirming that the issue was resolved; all six beds once again disappeared after they went into the all beds screen. Nihon kohden technical support (tech support) confirmed with the customer that the cns and bsms have been rebooted multiple times. Tech support also confirmed that one of the bsms has been swapped out with a known functioning device. The network cables have also been swapped out, but the reported issue persists. Tech support then asked whether or not the bsms were able to be seen on the cns host table, and they confirmed that they were all present despite no data being displayed in their corresponding tiles. No patient harm was reported.